Manufacturer narrative:
Investigation summary: the customer lost the product to return for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the exact root cause of the incident could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. This lot was built prior to the implementation of these enhancements. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received on november 16, 2015: "the surgeon didn't notice any damage to pouch or trocar (but they didn't pay attention to it, they opened and used). Speaking with the tm, surgeon told her it could be damaged before use because it was very strange it crashed during insertion. Hope this will clarify. Unfortunately no any evidence of precedent damage but just a supposition."

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hysterectomy or ovarian cyst (they don't remember exactly because many month has been passed) - "during trocar insertion (open technique), it breaks (shatters) at tip level. He worked as usual, by mini open approach and metal retractor use. He entered in abdomen through the mini open incision, apparently without forcing the trocar, and heard a 'crack'. He realized trocar was broken. They need to recover pieces from patient abdomen. Part of it were searched also by xray. Operation time was increased because plastic pieces needed to be taken off and abdomen has to be washed. They used another c0r47 without any problem. They think first trocar could be pressed and so damaged during transport. Event was reported to italian ministry of health as "incident". Sample should be available for inspection but, under ministry permission, it can be retired only 30 days after hospital communication to ministry." Type of intervention - "recover of plastic pieces and abdomen washing" patient status - good